Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had was accidentally dropped in the water and had blank screen and none of the buttons were responding. The customer stated insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case battery tube, cracked keypad overlay and missing display window cover. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.